Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was observed that the female connector was separated from the main body. The reported issue was verified. The direct cause of the female connector separated from the main body is manufacturing related due to inadequate solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set female connector separated from twist clamp. The patient discovered that the dark blue female connector was unscrewing from the twist clamp of the transfer set. The patient received antibiotics as prophylaxis treatment. There was no patient injury associated with this event. No additional information is available.